Event description:
It was reported a patient experienced and was hospitalized for a "pin hole in the digestive track" and peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was reportedly related to the pin hole in the digestive track. Treatment for the events was not reported. On an unreported date, the patient's pd catheter and colon were removed due to the infection. At the time of this report, the patient was recovering from the event of peritonitis. Outcome for the event of "pin hole in the digestive track" was not reported. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13e28062 and h13f17048 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).